Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Item & lot # -- 225021 ; (B)(4)0 issue- unit is from 2009 and would go in out of power patient harm- no surgery delay- no how surgery was completed- with the unit.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: the manufacturer contact name has been updated as (B)(4). Contact phone number and email address have been updated accordingly. The work order for the investigation of the device has been closed due to unavailability of the device. The evaluation of the device has not yet been completed. However, the work order and complaint will be re-opened once the device is available. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be received in the future, this file will be reopened at that time and updated accordingly to reflect the information received. Furthermore, a review into the depuy synthes mitek complaints system revealed no complaints for this lot of devices that were released to distribution.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: this work order has been closed due to unavailability of the device. The evaluation of the device has not yet been completed. However, the work order and complaint will be re-opened once the device is available. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be received in the future, this file will be reopened at that time and updated accordingly to reflect the information received. Furthermore, a review into the depuy synthes mitek complaints system revealed no complaints for this lot of devices that were released to distribution. UDI: (B)(4). Corrected data: device available for evaluation, device evaluated by manufacturer.